Event description:
It was reported four days after implant that the patient experienced bradycardia. It was also reported the right ventricular (rv) lead had dislodged and exhibited high thresholds. The rv lead was revised and remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.